Manufacturer narrative:
(B)(6). Results: the customer returned nine samples and two photos confirming the reported defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6067986. Conclusion: an absolute root cause for this incident cannot be determined. Other corrective actions taken: missing label sensors have been installed post batch manufacture.

Event description:
It was reported that several 13 x 100 mm 5.0 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ were delivered to the customer without the appropriate label.